Event description:
In 2007, a caller reported that the inner cannula of a 8lpc tracheostomy tube did not lock into place during pt use. Info provided by the customer revealed that cleaning instructions were not followed. This report is associated to the third occurrence on 2936999-2007-00103.

Manufacturer narrative:
The caller reported that the sample associated to this report has been discarded therefore, not available for investigation.